Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that single cuff was being used for a patient and the cuff during operation, was bursting. No sharp tools were used on cuffs. A delay of between 0-15 minutes was reported. An alternate device was retrieved for use. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. D4: UDI:(B)(4). The device history record (DHR) for the 34 in. (86cm) dual port single bladder disposable cuff with plc, part number 60707015600 and lot number z000009357, review noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. On (B)(6) 2018 , it was reported from orto clinic that a 34 in. (86cm) dual port single bladder disposable cuffs with plc was bursting during operation. On 02 apr 2018, a returned product investigation was performed on the 34 in. (86cm) dual port single bladder disposable cuffs with plc. The physical evaluation revealed that the returned cuff had a leak at the seam. The results of the returned product investigation have confirmed the reported event. The root cause of the cuff leak was due to a need to assess all tooling for rectification, a lack of corrective maintenance ticketing, non-updated preventative maintenance procedure and possible foreign material. The validation processes now in place will reduce the occurrence rate of this failure type. The process encompasses medplast cuffs (item: 60707015600 and lot: z000009357). The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.